Event description:
Reported as "within a week or two after the patient had surgery for a lap-band placement, the patient presented with itching, rashes and hives. Steroids and benadryl were prescribed but once the patient was taken off the medication the symptoms would be observed once again. The patient was allergic to the lap-band, the device was removed".